Manufacturer narrative:
Correction to field h1. Type of reportable event. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. According to the device instructions for use (IFU): inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such in the instructions for use.

Event description:
It was reported that during a ureteroscopy procedure, the fiber broke and burned the patient somewhere near abdomen. The case was completed with another fiber. The burn was treated with bacitracin, and it was considered a severe mild burn.

Event description:
It was reported that during a ureteroscopy procedure, the fiber broke and burned the patient somewhere near abdomen. The case was completed with another fiber. The burn was treated with bacitracin, and it was considered a severe mild burn.